Event description:
The account alleged the siderail will not latch in the raised position. No pt impact.

Manufacturer narrative:
The account replaced the siderail center arm assembly to resolve the issue.